Manufacturer narrative:
Delay in antibiotic medication, causing an appendectomy. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a variety of therapeutic actions on one patient due to a falsely elevated lithium result on the architect c16000 analyzer. No details regarding current lithium dose or changes in lithium dosage are known. The following data were provided for one patient (patient k sid (B)(6)): on (B)(6) 2018 initial 1.98mmol/l, suspected poisoning/overdose and repeat result 10.22 pm 0.97mmol/l. Metronidazole antibiotics were suspended on (B)(6) 2018. The patient was sent for dialysis due to the suspected overdose, but the procedure was cancelled after the 0.97 result. On (B)(6) 2018 the patient received an appendectomy. On (B)(6) 2018 sid hm184u0tn initial 2.99, repeat 0.33 mmol/l huslab (customer) sets their upper limit at 2 mmol/l.

Manufacturer narrative:
Correction: patient (B)(6) was corrected from (B)(6): to (B)(6). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The cause of the false high lithium results was determined to be carryover from ldh reagent 1 which contains a lithium concentration of 76 mmol/l. The lithium assay package insert states that a smartwash for ldh is not required, therefore this carryover effect is not expected. After significant troubleshooting the carryover effect was mitigated by optimizing the system with additional maintenance on 08/03/18 and 08/14/18 which included replacing and adjusting various parts. A specific singular cause for the carryover was not identified. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
In reference to follow up #1 submitted 11 oct 2 018, follow up #2 is being submitted to clarify the investigation findings. As stated previously, the cause of the false high lithium results on architect c1601335 was determined to be carryover from ldh reagent 1, which contains a lithium concentration of 76 mmol/l. Ldh reagent 1 carryover into lithium is not observed or expected unless the analyzer is not performing optimally. While no specific cause could be identified, field service addressed factors that likely contributed to the observed carryover including replacing mixers and tubing associated with the r1 probe, as well as calibrating/adjusting the wash cup flow rate, and r1 probes. Smartwash is a feature of the architect c system that provides an additional wash process, when needed, for reagent probes, sample probes, and cuvettes to prevent assay-to-assay interference when specific combinations of assays are tested. Abbott reagents are configured with smartwash parameters as determined by reagent carryover studies that identify assay pairs which fail to meet reagent carryover criteria. Lithium and ldh met the reagent carryover criteria, so a smartwash for ldh is not configured in the lithium smartwash parameters. Although the carryover issue was resolved by field service optimizing c1601335, the customer chose to line separate the 2 assays; lithium was moved to the b line, and ldh remained on the a line. Reagent carryover cannot occur between reagents on different lines (a-line or b-line). Field service advised the customer regarding the smartwash feature and the importance of performing required maintenance to ensure optimal instrument performance.